Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited loss of capture. It was also reported that thresholds of the rv lead were trending up. The implantable pulse generator (ipg) was found to be not pacing at the lower rate. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.